Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax area. Initially, it was reported that the force sensing initially worked as expected. After approximately 7 90w lesions, the force measurement started to show high (no number, just hi) wherever the catheter was positioned. The electrocardiogram (ECG) and other signals on carto became saturated in noise making them unreadable. On cessation of radiofrequency (rf), the noise stopped. An attempt to re-zero was made but the catheter immediately gave a high force error following this. The catheter cable was exchanged for a brand new one and the catheter was again re-zeroed. This time it did zero. On commencement of rf the same error occurred. However, loss of ECG and signals followed by high force reading. The qdot catheter was replaced with a brand-new catheter. The catheter zeroed and was able to apply rf with no reoccurrence of the issue, allowing completion of the planned case. No adverse patient consequence was reported. The force issue and signal noise were assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 09-feb-2024, there was a hole in the pebax area and no foreign material was observed. The hole in the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was 09-feb-2024.

Manufacturer narrative:
The device was returned to biosense webster (bwi) for evaluation. Visual inspection, screening test, and electrical test of the returned device were performed following bwi procedures. Visual analysis revealed a hole in the pebax area and no foreign material was observed. This damage could be related to the handling during the procedure; however, this cannot be conclusively determined. No other damage was observed. The device was connected to the carto 3 system, and the device was visualized and recognized correctly. However, error 106 appeared on the system due to an open circuit in the tip area. An electrical test was performed, and no electrical issues were found. The hole in the pebax could be related to the electrical issue reported. A manufacturing record evaluation was performed for the finished device 31155584l, and no internal actions related to the reported complaint condition were identified. The force and electrical issues reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).